Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report, issue with generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 150cc saline breast implants which patient states that she has been experiencing the following on both breasts: has seen pulmonologist breathing issues: burning sensation in her throat, hoarseness, asthma, had to have breathing treatments, saw a dermatologist for the rash that was biopsied, itchy over her entire breast,horrendous dry eyes, mouth and throat. Inflammation of the chest. Has an appointment on (B)(6) 2019 for a diagnostic mammogram and ultra sound. No date of explantation was reported. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right side.

Manufacturer narrative:
On 7/16/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).